Manufacturer narrative:
Updated fields - b1, b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5, d5, e1(initial reporter, email), e2, e3, e4, g2. The failure analysis and testing dept. Received part with a reported unit failure of a cut in the power cord. The fat performed a visual inspection and found the part to have a cut in the power cord shielding. Confirmed the reported failure. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause for the reported issue per the dfmea is component reliability. The fse replaced the ac power cord reel (0012-00-1688-01) and all functional and safety test were performed. There was no patient involvement and no adverse event reported.

Event description:
It was reported that during preventive maintenance the getinge fse found that the cardiosave intra-aortic balloon pump (iabp) had a cut in power cord and exposed wire. There was no patient involvement reported.

Manufacturer narrative:
Corrected field ; g2. Updated field : b4 , g3, g6 , h2, h11. In follow up MDR explanted, give date was mentioned reverting back this field.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance the cardiosave intra-aortic balloon pump (iabp) unit found to have a cut in power cord.